Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. During a renal artery stenting procedure, a guidewire and vascular sheath were placed via bilateral femoral artery puncture. After the implantation of an abdominal aortic covered stent, a curvature adjustable sheath was used. A v18 guidewire was advanced to the renal artery, and a 5.0mm x 19mm x 150cm express vascular sd vascular stent system was implanted along the guidewire. However, as the lesion site was approached, the stent became dislodged and could not be released normally. A snare was then used to grasp the distal guidewire, and both the stent and guidewire were removed from the body together. It was found that the stent had been completely deformed and was no longer usable. The procedure was completed with another 5.0mm x 19mm x 150cm express vascular sd stent. No patient complications occurred as a result of this event, and the patient condition was stable following the procedure. It was further reported that the target lesion exhibited 85% stenosis, and the patients anatomy was challenging. However, patient-related factors and procedural factors were not found to have contributed to the incident.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. During a renal artery stenting procedure, a guidewire and vascular sheath were placed via bilateral femoral artery puncture. After the implantation of an abdominal aortic covered stent, a curvature adjustable sheath was used. A v18 guidewire was advanced to the renal artery, and a 5.0mm x 19mm x 150cm express vascular sd vascular stent system was implanted along the guidewire. However, as the lesion site was approached, the stent became dislodged and could not be released normally. A snare was then used to grasp the distal guidewire, and both the stent and guidewire were removed from the body together. It was found that the stent had been completely deformed and was no longer usable. The procedure was completed with another 5.0mm x 19mm x 150cm express vascular sd stent. No patient complications occurred as a result of this event, and the patient condition was stable following the procedure.